Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product event summary: (B)(4): the device was returned; analysis of the device was inconclusive. Product ID: 6944-58, implantable tachy lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
Additional information was received regarding the analysis of the device: the device lost telemetry and output due to battery depletion. Destructive analysis found no anomalies. The device was not received at the returned products analysis laboratory for several months after it was explanted. The result is inconclusive since there is no way to determine if battery depletion was normal. It is possible that the ventricular fibrillation (vf) detection remained programmed "on" and the device continued to charge until the battery was depleted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from an unknown source with no information. The device was analyzed and tested out of specification. Additional information was received that the patient died almost 4 months following the implant of the ICD and 8 years following the implant of the right ventricular (rv) lead. The patient had been lost to follow up. A cause of death was requested and not received.